Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 07-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 29-jan-2018 with the following findings:. During investigation, the original complaint was unable to be duplicated. The keypad cover was undamaged and all the buttons were responsive. The keypad cover was opened and there were no contaminants found under the contacts. The pump was opened and there was no intermittent condition found on the keypad flex connector.